Manufacturer narrative:
Corrected data: d3 - mfg establishment name. The suspected device was returned for evaluation. The device was visually inspected and there was a tear. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on the 7th day of use, it was observed that the exhaled volume from the patient was lower than delivered by the ventilator, suggesting a possible leak. Per reporter, upon removal, leakage was found at the inflation line. The tube was replaced and the issue was resolved. No patient harm/adverse event was reported.